Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose reading mismatch and also experienced hypoglycemia with a blood glucose value of 40mg/dl. The event involved products unk_ngp. Troubleshooting was not performed for low blood glucose event. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Troubleshooting was performed for sensor glucose vs blood glucose and found that the blood glucose value was 40 mg/dl and the sensor glucose value was 141 mg/dl at the time of the event and the difference was greater the 30%. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required for unk_ngp.